Manufacturer narrative:
No product was returned for investigation. H6 coding has been updated.

Manufacturer narrative:
The serial number of the meter was (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with the accu-chek inform ii meter. At 16:12, a sample from the patient resulted in a glucose value of 522 mg/dl when tested with the meter. At 16:14, a sample from the patient resulted in a glucose value of 379 mg/dl when tested with the meter. The customer did not know if the samples were collected from the same finger of the patient or different fingers.